Manufacturer narrative:
One sterile 7207674 7x25mm biosure ha screw returned. Dimensional inspection verifies that this is a 7x25mm product. It is three years old. The complaint indicated that the screw broke during insertion. The head is in fair condition. There is a stress fracture approximately 3mm from the distal tip. The rest of the threads are missing. This approximate 3mm of material was not returned. The complaint indicated that all pieces were retrieved from the patient. A 7mm bone tunnel was drilled with a biosure pll-ha tapered driver. There is light scuff marks inside the hex indicating stripping began. Patient bone density was reported as average. No further investigation is warranted. No root cause related to the manufacturing of this device can be confirmed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion the screw broke. All fragments were removed from the patient. A backup device was available to complete the procedure without delay. No patient impact was reported.